Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative indicated that they thought they had exited workflow, but had not. They stated that the communication issue was resolved after they exited workflow. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for an unknown indication for use. It was reported that the patient controller showed the ¿no device found¿ error message. It was indicated that the patient controller would not find the implant with or without the recharger plugged in. They tried removing and reinserting the battery and it was reported that this did not resolved the problem. The rep stated that they were in the emergency room now with a lot of equipment, including a plugged-in ultrasound machine that was turned on. The rep mentioned that they had issues with their tablet/communicator communicating with the device, but were finally able to get those to work. Technical services asked if the patient could move environments, and it was reported that was not an option right now. The rep stated that they would have the patient try to recharge later. There were no symptoms reported. The event occurred on (B)(6) 2018. No further complications were reported/anticipated.